Event description:
Report received of a leakage of chemotherapy. The customer contact states that during set up of an infusion of 5fu, there was a separation of the tubing at the filter. There was no skin contact. The tubing set was replaced and the set up was resumed. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.